Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) lead, which resulted in pacing inhibition. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.